Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (anatomy related; severe vessel tortuosity and calcification), caused by another drug/device (clamp injury of the iliac artery and guidewire). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe vessel tortuosity and calcification), another device caused failure (clamp injury of the iliac artery and guidewire).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm morphology from the time of implant is unknown. Vessel morphology was reported as the iliac arteries were severely angulated and calcified bilaterally. It was reported that a wire was successfully advanced on the right side where the bifurcated stent graft was inserted and implanted. It was not possible to insert a wire on the left side due to the severe tortuosity; therefore, the decision was made to convert the bifurcated stent graft to an aui followed by a fem-fem bypass. The aui was created by first implanting an aneurx iliac stent graft on the ipsilateral side and then an endurant cuff was deployed in the flow divider to divert flow to the ipsilateral side. An occluder was not needed since the right common iliac artery was already occluded. The patient was sent to recovery and later had diminished pulses on the left side which was attributed to a clamp injury of the iliac artery. The patient was taken back to surgery and the physician did a patch on the left side. There was also a right iliac artery dissection likely due to wire manipulation (another manufacturer's wire) during the procedure. This was successfully treated with a covered stent and a balloon expandable bare metal stent. No additional clinical sequelae were reported and the patient is fine.